Event description:
The ge oec 9900 fluoroscopy system displayed an rui error message when the remote user interface was used to position the system.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective inside the remote interface console (rui). The rui console was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.